Manufacturer narrative:
On 10/23/2019, the product investigation was completed. On this same date, mentor became aware that despite correctly reporting that the impacted device was received on 9/18/2019, that information was mistakenly omitted from the supplemental report submitted on 10/7/2019. Device investigation summary: during evaluation of the device, a tear was observed within a fold or wrinkle on the posterior view of the implant, measuring approximately 20 cm. No additional anomalies were observed. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. A crease/fold failure may be the result of the continuous and sustained stresses to the device. A fold or wrinkle rupture is a known inherent risk associated with the use of gel-filled mammary prostheses, and may be the result of one or more of the following contributing factors: continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. As stated in the product insert data sheet, creating wrinkles or folds should be avoided during implantation or other procedures as it can result in rupture in a later time. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On (B)(6) 2019, mentor received an update on the events submitted in the initial report. The patient underwent a procedure on (B)(6) 2019, to replace their explanted device with a 350cc mentor memorygel breast implant (catalog number 3503501bc). Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right-sided breast pain and cutaneous contour deformity. Concomitant medical products: 350cc mentor memorygel breast implant (catalog number 3503501bc; serial number (B)(4)). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with a size 350cc mentor memorygel breast implant and experienced postoperative right-sided cutaneous contour deformity and breast pain. The diagnosis was confirmed by physician upon examination. As a result, the patient¿s impacted device was explanted on (B)(6) 2019. After the removal procedure, the surgeon discovered a rupture in the explanted right-sided device.